Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer at this time has been submitted.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized for fluid overload. The nurse indicated that extra fluid was removed and the patient's treatment cycle was changed accordingly. The nurse indicated that the patient was doing well currently and completing treatments on the cycle. The patient requested cycler replacement post hospitalization for draining issues. The cycler was replaced and the patient continued with pd therapy. No further information was provided.

Manufacturer narrative:
A review of hospital discharge summary revealed that on (B)(6) 2016, the patient presented to an emergency department with worsening shortness of breath, 4+ lower extremity pitting edema, distended jugular veins, productive cough with ¿whitish¿ phlegm, chest pain, and was admitted to the hospital and diagnosed with fluid volume overload. During the admission on (B)(6) 2016, the patient¿s blood pressure was in the 180¿s-230¿s systolic, a chest x-ray showed bilateral infiltrates, the patient was administered bumex (bumetanide) 2mg intravenous (IV) route every eight hours, the patient performed pd therapy, and the complaint of shortness of breath improved and the patient felt ¿better¿. Review of medical records revealed that during the admission, the patient¿s fluid volume overload resolved with the loss of approximately 16 pounds. On (B)(6) 2016, the patient was discharged from the hospital. As of (B)(6) 2016, according to the patient¿s pd nurse, the patient continues ccpd therapy. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of fluid volume overload. Medical records did not contain dialysis treatment records, physician orders, or additional medication records for review. All pertinent information available to the manufacturer at this time has been submitted.

Manufacturer narrative:
The cycler was returned to the manufacturer for analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The valve actuation test, system air leak test and patient sensor calibration check passed. Load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler in addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All pertinent information available to the manufacturer has been provided.